Event description:
Clinic notes were received in regards to the patient's vns replacement referral and it was noted the patient has had an increase in seizures over the last 6 months; however, it was not clarified if this was an increase in pseudoseizures or actual seizures, as the patient experiences both. The patient was concerned that the vns was not working at time and her seizures have increase in the last 6 months. The patient was referred for generator replacement. Diagnostics were obtained; however, it is unknown if the diagnostics were normal mode diagnostics or system diagnostics. No known surgeries have occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was later reported by the patient that her increase in seizures was continuing. It was later reported the patient underwent a prophylactic generator replacement. After the generator replacement, the vns was confirmed again to be working as intended. It was noted the explanted generator was discarded after surgery. Attempts for additional relevant information has been unsuccessful to date.

Event description:
It was later reported by the physician that the patient's increase in seizures was not as severe as her pre-vns baseline. There were no changes made to medications that were believed to cause or contribute to the increase in seizures, but it was noted the last vns battery change was in 2006.